Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a fracture of the distal radius. During the use of a guiding block f/2-column dist-rad-pl2.4 n (03.111.501), the surgeon found that the connection screw penetrated in lower side of a plate. This report is for an unknown screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Manufacturer narrative:
Additional narrative: the product development evaluation was performed on the returned product and revealed that shaft showed signs of elongation. The screw was hard to remove from the guiding block and a screwdriver was needed to remove it. The returned devices were measured and revealed the length of the shaft and the total length are out of specification, due to the deformation of the shaft (elongation). The failure mode reported above could only be replicated during testing on the returned guiding block and is a result of the deformation of the screw. The deformation of the screw could be a result of over tightening to the application of repeated excessive torque. Placeholder.